Event description:
Universal split grounding pad broke at the plastic piece when removing the wire. This is a recurrent issue.

Event description:
Universal split grounding pad broke at the plastic piece when removing the wire. This is a recurrent issue.